Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to firing straight out of the fiber at 5,135 joules of use. The procedure was completed using a second fiber. Patient outcome: "no injury to the patient."